Manufacturer narrative:
It was reported that the pump head of the hl 20 made noise. The event occurred during a routine check. Later during the inspection it was reported that the error message "safety-s" was displayed on a hl20 pump. No harm to any person has been reported. The reported failure ¿safety-s¿ can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair on 2024-07-08. The hl20 motor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case for the failure "safety-s" was already investigated by the getinge life cycle engineering on 2022-09-09 with the following outcome. The rpm (roller pump module) motor consists of two main components, the motor itself (baumüller gdm100n2-396/0750) and a tachometer (baumüller ghts 406) connected to the motor drive unit. The tachometer generates a dc voltage signal that is proportional to the speed and is used to control the motor to the target speed set by the user. In the event of deviations between the target and actual speeds, the control system first attempts to adjust the speed of the motor to the target by regulating the motor. If this is not possible, the motor is stopped by the control system and the message "system-s" will be displayed. The most probable root cause could be determined as a defective motor tacho produces a faulty speed signal. Even when the motor is not turning, the tacho produces a signal that corresponds with a high speed. Due to the age of the device and the motor component (over 10 years) age related aspects can be considered as well. The review of the non-conformities has been performed on 2024-07-23 for the period of 2014-06-16 to 2024-06-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-06-16. Based on the results the reported failure "safety-s" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that the pump head of the hl 20 made noise. The event occurred during a routine check. Later during the inspection it was reported that the error message "safety-s" was displayed on a hl20 pump. No harm to any person has been reported. The reported failure ¿safety-s¿ can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.